Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Technical service spoke with the customer and explained that the no additive tube is for a discard tube or secondary tube. Based on evaluation of the customer samples, all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® no additive (z) tubes have fibrin and become gelatinous after defrosting from -80c storage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® no additive (z) tubes have fibrin and become gelatinous after defrosting from -80c storage. There was no report of exposure, serious injury or medical intervention.